Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The technical support specialist stated that the customer was able to recover the failed drawer. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer failure. The customer stated that the drawer not opening for or7mk machine and when trying to recover storage space states to contact admin for assistance causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.